Manufacturer narrative:
This file was reviewed by the clinical analyst with the following details: ¿this is a (B)(6) year old female patient. The scheduled surgery was listed as a femto assisted posterior capsule (pc)-intraocular lens implant (iol), of the left eye. The clinical analyst has reviewed this file and stated the following: ¿the company representative reported: the laser portion of the procedure went without incident. During the surgical portion after removal of the first quadrant of the cataract the surgeon saw the capsule collapse and some of the lens fragments fall into the posterior chamber. He did a vitrectomy and placed a sulcus intraocular lens implant (iol), in the eye without further incident. He also sutured the eye due to enlarging the incision. In the surgeon¿s opinion, ¿he did not feel it was the system. This is possibly due to the high fluidic and weak capsule, but it¿s hard to say.¿ the questionnaire later represented that the surgeon did not fault the system. Additionally, the questionnaire revealed that the cataract was listed as +3, senile cataract with a normal cortex. The incision was made temporally. Viscoelastic was used during the case. No occlusion or shallowing during the case. The patient¿s pre-operative, uncorrected visual acuity (va) 20/50, best corrected va: 20/50 with spectacle prescription of: -1.50 +0.75 x 006. The patients¿ post-operative uncorrected va: 20/hand motion (hm), best corrected va: 20/ not able (na) & pin-hole (ph) 20/no improvement. Patient was sent to the retina specialist for an additional surgical procedure. The procedure was listed as: 25 gauge pars plana vitrectomy (ppv)/prl?{sic} and air gas fluid exchange (agfx), left eye (os). Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. In a prospective study that compared the two types of machines for phacoemulsification units there was no difference in the incidence of pc tear was noted. The type of machine used for phacoemulsification had no correlation with the incidence of posterior capsule tear. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The incidence of pc tears during phacoemulsification ranges from 0.7% to 16%. Pc tears have been correlated with the learning curve, surgeon experience, individual surgical skill, and appropriate fluidics settings.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2006. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire received. The posterior capsule tear occurred after the first quadrant removal of the cataract. The patient was referred to a retinal surgeon for pars plan vitrectomy/pneumatic retinopexy with gas procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.(B)(4)

Event description:
A customer reported that during a laser assisted cataract procedure a patient experienced a collapsed capsule and lens fragments fell into the posterior chamber. The case resulted in an enlarged incision, implanting the lens in the sulcus and a posterior vitrectomy. The surgeon indicated that the incident was "possibly due to the high fluidics and a weak capsule" but was hard to say. Additional information has been requested.